Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the site was not able to complete a 3d scan.  It was noted that there was an "e41 ma imbalance."  Troubleshooting steps were performed.  On the scope, it was found that there was a peak at the ma+.  After the tube, tank, and cable chain were inspected, it was found that the tube and tank had a crack internally on the positive side.  It was noted that the candlestick from the cable chain was on the negative side.  The next action was to replace the tube, tank, and cable chain.  No patient was present when the issue was identified. It was reported that the issue was not able to be solved through troubleshooting.

Manufacturer narrative:
A representative pulled logs and sent them to the local engineers who then went to the site and determined which parts were at fault. A series of system checkouts was performed . The system was serviced in the field and the system failed testing due to an error 41 imbalance ma. It was found that the high voltage (ht) tank, tank, tube and ht cable were defective. The ht tank anode was cracked. The ht cable chain had a crack at the cathode - hv candle. The tube anode was cracked. Troubleshooting with a scope meter saw a peak on the ma. Afterwards x-ray exposure above 80 kvp were not able to be performed. The tube, collimator, detector, cable chain, and hv tank were dismantled from the image acquisition system (ias) for correct cable routing. A new tank was installed, a anew cable chain was installed, and a new tune was installed. The oil and washer was placed in the tank and collimator alignment was performed. The failure was resolved. Tube seasoning was performed, fall time adjustment was performed, dose measurements were performed and the image quality was checked out okay. The representatives supported the system technically through three other surgeries and confirmed that the repair was successful. Information references the main component of the system. Other relevant device(s) are: product ID: bi71000416, serial/lot #: unknown, ubd: , UDI#: ; product ID: bi71000469, serial/lot #: unknown, ubd: , UDI#: ; product ID: bi71000901, serial/lot #: unknown, ubd: , UDI#: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3. Hardware analysis of bi71000416 determined that the cable chain assembly, candlesticks and x-ray tube cable assembly passed continuity testing. Visual inspection shows signs of light arcing on the candlesticks. Hardware analysis of bi71000469 determined that visual inspection confirm crack in anode well. Hv tank passed bench test. The resistance between points p1 and p3, p1 and p2, p3 to p2, j1m to j1a, j1r to j1a , j1b and j1a, j1c and j1a, j1c to j1a, j1f to j1g, c-s and c-l on the hv tank passed hardware analysis of bi71000901 determined that visual inspection confirmed damaged hardware. Multiple longitudinal cracks in the anode well. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.